Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account stated ID (B)(6) generated a (B)(6), confirmed (B)(6) architect (B)(6) qualitative result but the patient tested (B)(6) with a new sample. No impact to patient management was reported.

Manufacturer narrative:
The field service engineer (fse) went onsite to inspect the analyzer. The troubleshooting and investigation performed by the fse revealed the wash cup baffle was installed backwards. The wash cup baffle was correctly reinstalled and identified as a likely cause. Several additional parts were replaced as proactive/precaution on the architect i1000sr analyzer. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results since the wash cup baffle alignment was corrected and the service parts replaced. The architect system operations manual provides information for troubleshooting the reported issue. The architect hbsag quantitative package insert provides information for sample handling, interpretation of results, and performance characteristics. A 12 month search for similar complaints identified no adverse trend of the wash cup baffle and additional replaced parts with regard to erratic results. A review of the i1000sr tracking and trending data revealed no systemic issues or adverse trends associated with the erratic result issue described in this complaint. The architect i1000sr erratic result rate is within acceptable limits with no trends identified. Based on the investigation performed neither a deficiency nor a malfunction were identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified.